Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, perivalvular leak and congestive heart failure are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition and/or embolization. According to the physician¿s training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures (i.e. Sub-aortic hypertrophy), and balloon movement during deployment (i.e. Inadequate reduction of transvalvular flow due to loss of pacing capture during balloon inflation). In this case, the root cause for the reported sapien valve position post-deployment (80:20 ventricular), with subsequent pvl cannot be confirmed; however, the report indicates that the 1st valve was positioned 50:50, but probably moved ventricular during deployment due to the narrow fibrotic stj. Furthermore, on the review of the images during the 2nd tavr case, the bioprosthesis seemed to be stable. There was no allegation of device malfunction. In this case, it appears that a combination of procedural factors (i.e. Fair coaxial alignment, valve position/pvl assessment after first tavr) and patient factors (i.e. Severely calcified 18mm aortic annulus, fibrotic 20mm stj) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device serial number was updated with the information provided by the edwards thv implant registry department. The expiration and manufacturing dates were updated accordingly.

Event description:
Per the edwards clinical specialist report, the patient presented to the hospital with chf symptoms 17 days after the transfemoral deployment of a 23mm sapien valve. A transthoracic echocardiogram (tte) was performed, and it was noticed that there was increased perivalvular leak (pvl) as compared to post procedure tte. The patient was treated with another 23mm valve and the final result was no pvl. Summary of the 2nd tavr procedure: the angiogram and intracardiac echocardiogram (ice) showed severe pvl around the sapien 23mm valve. The valve appeared to be in 80:20 a ventricular position and from reviewing the previous films it was thought that the sinotubular junction (stj) pushed the valve too ventricular but this wasn't apparent at the time. The team formulated a plan to treat the pvl. A glidewire was used to snare around frame on the right coronary cusp side of the valve to help anchor the valve as a new 23mm sapien valve was advanced into the annulus. A 23mm sapien valve was prepped to 18cc's. The valve was crimped more towards the balloon marker, closest to the flex catheter, to minimize the interaction between the balloon and the stj. A stiff wire was placed across the annulus. 1cc was added to the nosecone to aid in crossing the valve without trauma. The valve was inflated with rapid pacing and began to watermelon seed into the ventricle from the balloon interacting with the stj. The primary operator pulled back on the delivery system and anchored the valve so that it was positioned 1 cell height above the first valve. By angio and ice there was no pvl or central leak. The 22fr sheath was surgically removed and the pt was transferred to the unit for management. Additional information provided by the clinical specialist: the aortic annulus diameter measured 18mm by tte and 25.6 x 18.8mm by cta. The stj diameter measured 20mm. There was heavy calcification of the aortic annulus, moderate calcification of the aortic root and severe mitral annular calcification (mac). Ejection fraction was noted as 45%. The image intensifier angle was noted to be good with fair coaxial alignment of the valve and delivery system. During valve deployment there was no loss of pacing capture, and the patient's ventilation, as well as the balloon inflation, was held for the recommended amount of time. The team did not see the 1st valve move during its deployment, but the cine run was not saved by accident. The 1st valve was positioned 50:50, but probably moved ventricular during deployment due to the narrow fibrotic stj. The final result at that time was thought to be 2+ by ice, and the pvl was decided not to be treated by the proctor and the team for fear of annular rupture.